Manufacturer narrative:
During testing, the device alarmed e321 (battery charger timeout) error code. This was due to the battery. The device has been identified a part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During malfunction testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.